Event description:
The patient reported that she is getting 04 (occlusion) alarms. She reported that her blood glucose value was elevated to "hi" (typically greater than 500 mg/dl) in 2007. She stated that she bolused, but her blood glucose values still remained elevated in the 300's mg/dl range. The patient's normal blood glucose is around 150 mg/dl. Upon troubleshooting with the company representative, it was discovered that the patient was using expired adapters. The patient was educated not to use expired product and replacement adapters were sent. Eight days later, the patient stated that she disconnected from the infusion device and is taking insulin injections. The next eight days, the patient stated that, she was reconnected to the infusion device and has not had any further occlusions. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.